Event description:
Same case as 2134265-2011-05467. It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The lesion was located in the left anterior descending (lad) artery. The lesion was located in a "pretty significant" bend in the vessel. While performing the first ablation run with the extra support rotawire guide wire and a rotalink plus burr catheter, the distal tip of the guide wire was severed off. A change in the pitch of the device was heard just prior to the wire fracture. The burr may have come in contact with the wire. The rotawire guide wire fragment was removed with a snare device. The procedure was successfully completed with angioplasty and stenting. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).